Event description:
The consumer reported that the patient had pain around the implantable neurostimulator (ins) site. The patient went into the hospital and had a blood fusion; this was unrelated to the device/therapy. At that time, they put a small gash on her side, which caused the pain around the implant area. The patient had an x-ray on (B)(6) 2016, which did not show anything. Additional information was received from the consumer on (B)(6) 2016 regarding steps taken or planned to resolve the reported pain around the implant site. The consumer reported that she was not using the ins "until and operation she had and she had gained some of her weight back." The patient also stated that "it was going to be put in another spot." The patient's indications for use included headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.